Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device fired two malformed clips the third clip was used to complete the case. There was no consequence to patient.